Manufacturer narrative:
Prior to and after the event, ise qc results were within the lab's established ranges. The customer replaced the cl electrode which did not resolve the problem. Troubleshooting and investigation is ongoing for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining erroneously high sodium (na) and chloride (cl) results that were generated by the synchron lxi 725 clinical system. Erroneous results were reported outside the laboratory. The samples were repeated on an alternate instrument producing lower results and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.